Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, but did not assist the caller with resetting it.